Manufacturer narrative:
Additional/updated information was added to reflect the joystick being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the device had liquid ingress. An expanded evaluation was performed. The expanded evaluation report confirmed that the joystick would not shut off. Also, it would not turn on normally through the switch but would turn on if the switch was in the on position when the joystick cable was plugged in. The most likely underlying cause was due to liquid ingress corrosion on the remote power phonojack.

Event description:
Dealer advised joystick will not turn off.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised joystick will not turn off.